Manufacturer narrative:
No injury was reported, but as there was a potential risk (re-pinning of the patients head) we decided to report this case.

Event description:
The patient was pinned. After the pinning there was a loss of pressure at the tightening screw while trying to assemble the skull clamp with the swivel adaptor. Therefore the staff had to re-pin the patient with a different skull clamp. After analyzing the x-ray pictures of the patients head, the hospital decided, that the loss of the pressure was caused by an anomaly of the patient.